Event description:
Nurse squeezed chloraprep applicator to activate and then proceeded to use on patient's hand. Nurse discovered that the application of the chloraprep had caused minor lacerations in the scrubbed area. Direct pressure was needed due to patient being on anticoagulants. Antibiotic ointment and dressing applied.